Event description:
The hcp reported that the pt expired due to multiple medical problems unrelated to the implanted sys. Further f/u with the hcp provided that the pt had experienced seizures in 2007; her o2 saturation was 87% on room air, but she refused to wear o2 because she smoked; and her cause of death was unk. The pump was used to deliver morphine and compounded baclofen. A f/u report will be sent if add'l info becomes available.